Event description:
The hcp reported the pt was experiencing no pain relief. The pump was explanted and replaced due to "malfunctioning." It was returned to the MFR for analysis. A follow up report will be sent when additional information is received.